Manufacturer narrative:
Concomitant medical products: cocr fem head 32mm +0 offset 12/14 (cat# 142-32-00/ serial# (B)(4)). Novation element ro s/o col sz 12 (cat# 164-13-12 / serial# (B)(4)). Alteon 6.5mm screw, 20mm (cat# 180-65-20 / serial# (B)(4)). Integrip cc, cluster 50mm, g1 (cat# 186-01-50 / serial# (B)(4)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported by legal department, approximately four years post initial left side tha, this female patient visited surgeon due to for the past 2 years, patient has been complaining of severe pain and unable to walk for a long time. Surgeon told patient that the x-rays showed some damage on the lt-hip. Patient made an appointment with her new ortho to discuss the surgery. No additional information available.

Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3, h6 and h9 have been updated accordingly. (H3) as reported by legal department, approximately four years post initial left side tha, this female patient visited surgeon due to for the past 2 years, patient has been complaining of severe pain and unable to walk for a long time. Surgeon told patient (B)(6) 2022 that the x-rays showed some damage on the lt-hip. Patient made an appointment with her new ortho to discuss the surgery on (B)(6) 2022. No additional information available. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of hip pain cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition. These devices are used for treatment not diagnosis.

Manufacturer narrative:
H6: investigation results - based on the available information, the patient involved meets the following risk criteria for early prosthesis wear/osteolysis: significant edge loading of the femoral head on the acetabular liner, combination of largest available femoral head and/or thinnest available acetabular liner was used and implanted with a component having a shelf age of greater than 2 years. The revision reported was likely a combination of the risk factors specified, however, this cannot be confirmed as the devices, radiographs, and images of the explanted devices were not provided.

Manufacturer narrative:
Additional information: a2, b3, b5, patient had a revision. B6, d6b, g4, & h6. Health effect - clinical code & health effect - impact code. Pending investigation h9: z-1732-2022.

Event description:
Additional legal information received on 21 mar 2023 revision left hip operative report of 4 may 2022 [relevant information]: preoperative diagnosis: mechanical failure of left total hip-acetabular liner. Findings: cup and femoral components well fixed. Acetabular liner still locked into the cup but with macroscopic wear posteriorly with a small area of metal wear on the acetabular component from contact with the femoral head. There was metallosis of the soft tissues. Synovectomy performed. There was osteolysis of the proximal femur, but the femoral stem remained well fixed. New liner and femoral head were placed. There was osteolysis with fibrinous metal-stained tissue about the proximal femur, the femoral component was well fixed within the bone. Sterile dressings were applied and the patient was transferred to the recovery room in stable condition. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.